Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons was not pressed. The customer¿s blood glucose level was 137 mg/dl at the time of incident. Customer also reported that sensor glucose value was 70 mg/dl. Customer states that sensor glucose and blood glucose difference is not within target range of glucose difference. Insulin delivery was not suspended due to sensor glucose value. The insulin pump will not be returned for analysis.